Event description:
It was reported that the pt's lead had moved and was replaced. No symptoms or outcome were reported. Additional information has been requested, a follow-up will be submitted if additional information becomes available.